Event description:
Customer states pump could not be primed manually. Stated that driver arms do not move over the leadscrew with the arms engaged. Spring clips was engaged and the leadscrew was clean.